Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual, tactile and microscopic examination of the balloon identified a 13mm longitudinal tear along the main body of the balloon. No issues or damages of the hypotube shaft profile and shaft polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.